Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to a rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "is really sick and her implants are leaking." Patient also reported "she has fibromyalgia," this event is not related to the device and will not be reported. Device remains implanted. This record is for the left side.